Manufacturer narrative:
Device manufacture date: 02/14/2018- 02/21/2018. One (1) sample was received for evaluation. A visual inspection with the naked eye was performed and the only dark particulate found on the rim of the device was the povidone-iodine solution contained in the device. The reported condition of particulate matter on the rim of the device was not verified. However, upon further inspection of the device, a crack on the rim was noted. An underwater pressure test was performed and bubbles were observed. It was determined that the crack on the sample was a through crack. The sample was cut open and the unit was observed to have damage at the positive stop of the minicap. The cause of the condition was determined to be improper customer use. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap¿. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found directly on top of the minicap rim prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.